Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Two different occasions the provider noticed blood leaking around the seal when using the jada device [device ineffective]. No additional aes reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from office manager referring to a female patient of unknown age via clinical account specialist (cas). The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately on (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (route, lot #, serial # and expiration date were not reported) for an unknown indication. On (B)(6) 2024, the provider noticed blood leaking around the seal when using the vacuum-induced hemorrhage control system (jada system) device on the patient. No additional adverse events (aes) reported (no adverse event). No product quality complaints (pqcs) reported. Upon internal review, the event device ineffective was determined to be serious due to medically significant. This case was linked to same reporter linked case included, the office manager stated that "on two different occasions the provider noticed blood leaking around the seal when using the jada device on two different patients" (device ineffective) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.